Event description:
It was reported that this right ventricular (rv) lead exhibited low within normal limits pacing impedance measurement of 250 ohms and high capture thresholds. Technical services (ts) was consulted, discussed no oversensing was found, and mentioned it was ultimately the physician discretion of when to intervene. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.